Event description:
It was reported that during the implant procedure prior to wound closure, this right ventricular (rv) lead exhibited a lack of sensing intermittently, along with low amplitude measurements. The physician exchanged the lead to resolve the event and no adverse patient effects were reported. This rv lead is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that during the implant procedure prior to wound closure, this right ventricular (rv) lead exhibited a lack of sensing intermittently, along with low amplitude measurements. The physician exchanged the lead to resolve the event and no adverse patient effects were reported. This rv lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.